Event description:
The target lesion was the proximal to mid left anterior descending. The vessel was a de novo and concentric lesion. Aha/acc classification of the vessel was a type c. The lesion length was 30mm and vessel diameter was 3.0 ~ 3.5mm. The procedure was an emergent case due to ami. Pre-dilation was conducted with a balloon (3.0 x 20mm) at 16 atmospheres (atm) for 60 seconds. A cypher (3.0 x 18mm) (lot number i0206097) was implanted at 16 atm for 20 seconds. Then a 2nd cypher (3.5 x 18mm) (lot number i0206097) was implanted at 16 atm for 20 seconds proximal to the initial cypher overlapping it. Post-dilation was conducted with a balloon (3.5 x 18mm) at 12 atm for 10 seconds. Ivus was not conducted. Timi flow was 2 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. After the implant of the 2nd cypher, there was thrombus formation around the initially implanted cypher. Heparin was administered additionally, then aspiration was conducted and balloon angioplasty was conducted. Thrombolytic agent was administered and patient was put on iabp, but the patient died. Physician's comment: the cause of the thrombotic event was because the patient was in cardiogenic shock, causing the formation of thrombus. The cause of the death was also because the patient was in cardiogenic shock.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-00646. This device cjs 18300 (lot i0206095) is distributed outside the united states; however it is similar to the united states product cxs 18300.